Event description:
Their spinal cord stimulation device wouldn't turn on. Patient tried, but couldn't get the screen to turn on. The device was described as an apple device, but the patient didn't have a model number for the controller and knew that it was st. Jude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).